Manufacturer narrative:
Insulin pump received with no up button response, due to corroded keypad trace. No frozen screen or button error alarm noted during testing. Insulin pump received with cracked case on window corner and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump's keypad became unresponsive. Customer did not recall any significant events leading up to this error. Blood glucose level was 250 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.